Event description:
Customer stated that the insulin pump has quit working. The insulin pump has alarmed motor error and is stuck in the rewind process. The blood glucose reading is 403 mg/dl. Customer unable to rewind the insulin pump. The customer also reported a hospitalization due to high blood glucose. The paramedics were called to treat highs and lows. The blood glucose at the time of the event was 700 mg/dl. Customer experienced vomiting and rising blood glucose readings. Customer was admitted to ICU overnight, the total hospital stay was three days. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing.